Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm, battery out limit alarm, low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and off no power alarm. Customer's blood glucose at time of incident was unknown. Customer stated that he got new pump and battery last less than 7 days and replaced the battery and it shut off without warning. Customer was advised that we will replace the pump as request and patient has declined to troubleshoot the pump.